Manufacturer narrative:
PMA/510(k) #k210476. Confirmation received from qe 29 oct 2024 that file can be cancelled based on confirmation from engineering and product manager and confirmed that wet suction technique is considered on label as per step 8 of ifu0101. Pr 425161 is open to address the near-fatal hemorrhagic shock after endoscopic ultrasound-guided liver biopsy. Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hassan, 2015 ¿ near-fatal hemorrhagic shock after endoscopic ultrasound-guided liver biopsy "endoscopic ultrasound (eus)-guided liver biopsy". User error for wet-suction technique with echotip device. No harm.